Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection (open bowel case) the rep alerted to faulty echelon powered circular stapler (cdh31p). Anvil would not stay connected to trocar. Called rep, recommended trying another device. Left old anvil sewn into bowel and used new cdh31p. Device then stayed connected. Fired successfully. Added difficulty and time to case. No negative patient results.

Manufacturer narrative:
(B)(4) date sent: 06/13/2022 d4: batch # 159a21 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. When the battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.